Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. It is likely that the balloon rupture occurred due to interaction with the high-grade stenosis, possibly during high pressure inflation. There were no leaks noted during preparation indicating that the damage was not pre-existing. Additionally, the rupture likely occurred longitudinal and tore radial as the balloon was being withdrawn into the introducer sheath due to the ruptured balloon material catching on the distal end of the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat high grade stenosis in the left brachial. An armada 35 balloon catheter was inserted, and angioplasty was performed. While attempting to resolve the stenosis, the balloon ruptured at an unknown atmosphere. The balloon catheter was able to be removed without issues and a non-abbott device was used to treat the stenosis. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.